Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse_investigation_summary. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that upon visual inspection, one of the cannula mount camera sterile adapter (csa) release levers was found to be broken off and would be related to the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the intuitive sales representative called while not on site. He reported there was a missing tab on the cannula mount of the universal surgical manipulator (usm) 4. The technical support engineer (tse) explained that the usm may likely need to be replaced. Tse was not certain of the usm ability to function normally. There was no report of patient involvement or patient injury.